Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly upon interrogation. Stored data was unavailable. No intervention was reported.